Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed a tear in the shaft material between the distal electrode and electrode ring 2, consistent with fluid ingress and a loss of force data during the procedure. Log file analysis indicated optical fibers 1-3 met specifications for optical properties; however, contact force was lost near the end of the procedure and was not able to be regained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the shaft material remains unknown.

Event description:
This report is to advise of a tear noted in the catheter shaft during analysis.

Manufacturer narrative:
8/26/22 patty hedlund - upon review of the investigation, it was confirmed that the damage was a gouge, not a tear making this a non reportable event.

Event description:
Upon review of the investigation, it was confirmed that the damage was a gouge, not a tear making this a non reportable event.